Event description:
It was reported by the clinical specialist that the balloon would not hold pressure and not occlude the coronary sinus. The endoplege coronary sinus catheter was placed to standard with flouro confirmation of occlusion and placement. Anesthesia was able to get a good ventricular waveform at placement, but the waveform slowly went away over time. Anesthesia confirmed that the catheter was in the coronary sinus with tee, but was unable to achieve a ventricular waveform again. He was also unable to withdraw the saline he had injected into the balloon. We transduced the endoplege sinus catheter balloon at the sideport of the blue stopcock and confirmed that there was a leak in the balloon. The case continued without retrograde cardioplegia. No patient injury was reported.

Manufacturer narrative:
Evaluation: the ep was returned for evaluation. Some dried blood was visible on the returned components, indicating it was used. The catheter was visually inspected and no visual defects were found on the catheter. The balloon was inflated with water, the balloon was found to be leaking at the distal bond. A DHR review was performed and no nonconformances were associated with the manufacturing of this lot. Instructions for use were reviewed and found appropriate. Evaluation of the returned device showed that the distal bond of the balloon has determinated and the "the balloon would not hold pressure and not occlude the coronary sinus" complaint by the customer can be attributed to this. A CAPA has been initiated to address this delamination. This CAPA is currently in the implementation phase. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigations will be performed.

Manufacturer narrative:
Device evaluation anticipated upon product return from the customer.